Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. The patient was treated with injection vancomycin (2grams, stat, then repeated every third day, intraperitoneally), ceftazidime (2grams daily up to fourteenth day, intraperitoneally) and heparin (2 milliliter every exchange, intraperitoneally) for the event. At the time of this report the patient was recovering from the event. Action taken with pd therapy was unknown. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient¿s effluent fluid was clear and the patient had recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.